Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, serial numbers (B)(4) were returned to acist on march 31, 2016 for testing. Based on analysis of the injector system, there is no evidence of device malfunction related to this event. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. A copy of the cine-angiogram was requested, but not provided by the hospital. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on service testing performed on this system, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.

Event description:
User facility reported that during a procedure using the acist contrast injection system, model cvi, air was injected into the patient. The patient had to be resuscitated. Cine-angiograms of the event are not available for acist evaluation.